Manufacturer narrative:
(B)(4) -mesh exposure. It was reported per plaintiff profile form that patient underwent partial removal of vaginal mesh on (B)(6) 2004 due to mesh failure with erosion of vaginal mucosa and exposure of mesh in the anterior wall of the vagina.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy due to incontinence and cystocele. It was reported that patient underwent urethrolysis and excision of mesh from the anterior wall of the vagina and repair on (B)(6) 2007 for sui and exposed mesh in the anterior wall of the vagina. No additional information was provided. (B)(4).